Event description:
It was reported, the video system center image was going away on the steris monitor. It is unknown where the issue was found. There were no reports of patient injury or harm.

Manufacturer narrative:
In troubleshooting: technical assistance center (tac) representative, the customer was advised to check the release settings but the customer moved the monitor closer and lost the image power. The customer checked the connection and will call back if there are any further questions. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor the field performance for this device.